Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported by the patient, no disposable alarm on pump. Despite troubleshooting, alarm persisted. The patient changed to another cassette which is working fine. No patient involvement or injury was reported.

Manufacturer narrative:
E3: initial reporter occupation was updated to nurse on 21-jun-2022. The information was provided in the notification email. (21-jun-2022 is the date the missing initial reporter occupation was discovered).